Event description:
Nh058t - plasmacup sc size 58mm - 51467165. Nh104 - sc/msc ceramics insert 32mm 56/58 sym. - 51540362. Nj211t - bicontact d plasmapore 8/10 size 11mm - 51584402.

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment is not possible as there was not failure detected during investigation. Most probably the device function as intended. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Furthermore, after the revision surgery it was stated that the components are undamaged. Hence, there seems to be no causal relation between the reported fall/the breakage of the trochanter/the revision surgery and the implants. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nj107d - biolox delta prosthesis head 8/10 32mm m. According to the complaint description, the patient was admitted to hospital after a fall on (B)(6) 2021. An x-ray showed a greater trochanter fracture, so a revision was performed. Implant damage was not visible on the x-ray. Detailed damage and revision content will be reported later. A revision surgery was necessary. (B)(6) 2010, total hip arthroplasty (tha) surgery had been performed. Revision was (B)(6) 2021. The adverse event is filed under aag reference (B)(4). Involved components (item code - description - batch) nh058t - plasmacup sc size 58mm - 51467165 nh104d - sc/msc biolox delta ins.32mm 56/58 sym. - 51540362 nj211t - bicontact d plasmapore 8/10 size 11mm - 51584402.